Event description:
It is reported that device was revised 6 weeks post-op due to infection. At revision, the surgeon noted "extensive wear." It is alleged that there was no sign of particulate in the joint.